Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device went to eri on (B)(6) 2018. Upon interrogation, it was noted that the device was actually above eri. The device is 3 months now to end of life (eol). Device replacement is anticipated but no intervention has been performed. The patient was booked in one month to discuss diver replacement procedure. The patient was stable and will continue to be monitored.